Event description:
It was reported that a group of physicians informed the patient's husband that the pump paralyzed the patient. The pump dose was decreased as directed by the physician. The patient had some recent medical events, including stroke and septic pneumonia. The implanting physician did not feel that any of this is related to her pump, and he had requested her medical records from the hospital in which she was hospitalized. The device was explanted, but not available for return. The pump contained morphine 10 mg/ml at the time of the event.